Event description:
Synergy china registry: it was reported that stable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 28 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 30%. The subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Six days later, the subject was discharged on aspirin and ticagrelor. At the time of reporting the event was considered to be recovering/resolving.